Event description:
It was reported the pt continues to feel stimulation in her left leg around the knee 12 to 18 hours after it has been off.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.